Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that as the pump was inserted for delivery, the patient went into ventricular tachycardia (vt). The patient stabilized and the pump was successfully implanted. However, upon attempting to turn the patient to change the bedding, the patient again went into vt. Their rhythm again stabilized and support with the pump continued.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the vt/vf issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.